Event description:
A customer reported a previous event of high blood glucose levels since (B)(6) 2025. The highest blood glucose level was undetermined as the display showed "high." The customer resolved the issue by changing the infusion set and cartridge. Customer technical support provided additional insulin usage advice and education on approved insulins for the pump, which the customer understood. The customer experienced recurring high blood glucose levels, and a follow-up for further assistance was facilitated.